Event description:
It was reported that during a da vinci hysterectomy procedure, the cable of the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found scratches on the surface of the pulley. No other damage was found.